Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: d8, g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely that the image was not displayed because video communication could not be transmitted to the processor due to the damage in the cable. It is likely the cable damage was due to user operation. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: " do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report of 'no image' was not confirmed. However, the charged coupled device had 2 dead pixels showing on the image. Additionally, several kinks were discovered on the cable. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
An olympus territory manager reported that the olympus camera head would not produce an image during reprocessing. There was no patient involvement during this event.